Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was further reported that the right atrial (ra) lead was unable to capture. The patient is a congenital heart patient and the lead appeared to have pulled back slightly. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.